Event description:
It was reported that this patient experienced multiple episodes of paroxysms tachycardia in the ventricular fibrillation (vf) zone. This implantable cardioverter defibrillator (ICD) delivered bursts of anti-tachycardia pacing (atp) and electric shocks. Therapy was exhausted during the episodes. Technical services (ts) analyzed device episode data and determined that there were several shocks that were inappropriate due to the rhythm breaking spontaneously and the shocks being committed. Patient was given medication to treat the condition. Technical services (ts) provided troubleshooting including reprogramming options. No additional adverse patient effects were reported. Currently, this ICD remains in service.